Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and discomfort with device use followed by loss of connection to the internal device. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).